Manufacturer narrative:
The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction guide for universal sling bars, 7en160185 rev. 2, it is stated under safety instructions: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! The account will replace the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from account stating that the slingbar hook was found to be broken after a patient lift. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).